Event description:
It was reported that during use on a test lung the ventilator alarmed for high airway pressure (paw high) and high peep (positive end expiratory pressure). (B)(4). Manufacturer ref # : 1037mcc0500.

Manufacturer narrative:
(B)(4).